Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had difficulties using the pump. The pump was explanted and replaced with a different model pump. No patient complications reported.